Event description:
It was reported that during premature ventricular contraction (pvc) ablation in right ventricular outflow tract (rvot), the patient experienced cardiac tamponade that required hospitalization and drainage. During pvc in rvot procedure, ablation was performed before cardiac tamponade/pericardial effusion was confirmed all around the pericardium. Mapping was performed after the decanav catheter was inserted in the vizigo sheath (large curve). The site of earliest activation was confirmed at the septum near cusp. Thus, the catheter was switched to the thermocool smarttouch sf (stsf) catheter. After that, the stsf catheter was unable to get close to the site of earliest activation. Therefore, the ablation was conducted on the site nearby where the pace map was with 96 points. Then, the stsf was inserted into the pulmonary artery, aiming for contact at the site of the earliest activation. However, the blood pressure dropped from 150mmhg to 110mmhg, and cardiac tamponade was noted. The procedure was terminated. The patient required extended hospitalization. The physician¿s assessment of the health problem was non-serious (moderate/minor). The physician did not mention anything about the cause after the procedure, and no comments were shared on the relationship between the event and the product. The catheter was used for one and a half hours, and the ablation in the rvot was conducted. No atrial septal puncture was performed. The ablation was conducted at 20w and with the contact force cf as 25 ~30. In the middle of the ablation, the tag was split, and the value of the ai was reset. Therefore, the ablation was stopped at 60 seconds. The value of the ai was approximately 450. There was no steam pop. Irrigation catheter¿s flow rate setting was 20w, 8ml. Contact force (cf) monitoring methods used was real time graph. Coloring setting for visitag was tag index. The additional filter for visitag was fot. No abnormalities observed prior to or during use of the product. One ablation was performed with radiofrequency (rf) energy, outside of the pulmonary veins. One catheter exchange occurred during the procedure. Transseptal puncture was not performed. No error messages observed on biosense webster equipment during the procedure. Drainage was performed and the patient fully recovered. Procedural activated clotting time (act) was over 350 seconds.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device was received for evaluation on 05-aug-2025. It was reported that during premature ventricular contraction (pvc) ablation in right ventricular outflow tract (rvot), the patient experienced cardiac tamponade that required hospitalization and drainage. Device evaluation details: the product was returned to johnson & johnson medtech (j&j medtech) for evaluation. A visual inspection and revision of all features were performed following j&j medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed, and no issues were observed during the product investigation. A manufacturing record evaluation was performed for the finished device 31556162l number, and no internal actions related to the reported complaint condition were identified. No malfunction was observed during the product analysis. The potential cause of the adverse event remains unknown. In addition, no device malfunction was reported. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).